Manufacturer narrative:
(B)(4). D10: item# 14376-42; lot# m28471a. Item# 14376-44; lot# m27111a. G2: foreign - event occurred in japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately thirteen (13) months ago. Subsequently, the patient's fracture site had healed so the patient underwent a screw removal procedure approximately one (1) year post-implantation. During the removal procedure, the tip of the screwdriver used to remove the screw had broken off and remained in the patient's body. The surgeon had attempted to remove the broken piece, but was unsuccessful so the surgery was completed. Attempts have been made and no further information has been provided.